Event description:
It was reported to philips that the paddle dropped and broke. There was no patient involvement.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for the replacement of the paddle. Upon conclusion of the evaluation, it was determined that this was a malfunction of the paddle, the replacement quote for which was provided. The device remains at the customer site and no further evaluation is warranted at this time. H3 other text : remote support.